Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to bacterial infection with vegetation in the leads. Reportedly, the patient arrived at the clinic with possible pocket infection and cultures showed pseudomonas infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.